Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on the same day. The cause of the peritonitis was unknown. On (B)(6) 2010, a peritoneal effluent analysis and culture were performed. The results of the culture were unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, daily, ip), vancomycin (1gm, daily, ip) and amikacin (250mg, daily, ip). Peritoneal dialysis therapy was ongoing as well as remedial therapy with fortum, vancomycin and amikacin. It was unknown whether the peritonitis resolved. No concomitant medications were reported.